Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and it was observed that the triggers on the device lock cylinder and the pawls release were damaged causing the device to run in the safety position. The device also failed pre-tests for safety assessment. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had a hole in the hose. During service and repair, it was determined that the triggers on the device lock cylinder and the pawls release were damaged causing the device to run in the safety position. The device also failed pre-tests for safety assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.